Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a head computed tomography (CT) revealed a left cerebral infraction and medical treatment was initiated. Eleven days later, a CT revealed a reduction in the size of the infarcted area and the patient's condition gradually improved and was able to maintain a standing position. No additional adverse patient effects were reported.